Event description:
It was reported that the right ventricular lead fractured. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc coil impedance and pacing impedance were out of range.

Event description:
It was further reported that the lead also had an insulation breach, loss of capture, high threshold, numerous short v-v intervals and oversensing of r-wave. The lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.